Manufacturer narrative:
The device was not returned to the MFR for eval. The lot number was not provided, so the device history record could not be reviewed. If add'l info is received regarding this event, a f/u report will be filed.

Event description:
It was reported that the device stopped working after collecting an unk amount of blood. None of the collected blood was able to be re-infused. The pt did not receive a blood transfusion from either a blood bank or pre-donated blood due to this event. There are no allegations of adverse consequences.